Event description:
Customer called to report the insulin pump was exposed to water when it was worn while in the shower. Blood glucose reading was 195 mg/dl. The buttons are sticking on the insulin pump. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.